Event description:
An analysis was performed on the handheld, and the reported allegation was not verified. No anomalies associated with the screen light were noted during testing using the ac adapter or the main battery with a full charge. During the analysis, it was observed that the screen image color/contrast was abnormal. No anomalies associated with the screen brightness were observed. The brightness was adjusted with no observed anomalies. The anomaly was cosmetic, and had no impact on the device performance. The observed anomaly was resolved after the display cables were reseated to the main board. No other anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis.

Event description:
It was reported that the physician¿s handheld device was intermittently blanking out and then turning back on. The physician requested a replacement because it had been occurring for approximately two months. A replacement device was provided, and the handheld was returned to the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Suspect medical device serial #, additional information: the full serial # is (B)(4).